Manufacturer narrative:
Customer returned 1 photo, no defective sample. The photo shows the leakage at the joint between the extension tubing and the pp connector. DHR/bhr review (lot #3108240): this batch of products were assembled at intima ii auto line 3 in april 2023, and packaged at r245 package line in april 2023. Work order quantity was (B)(4). Review the in-process test reports and outgoing test reports, and all test results meet the product specifications. Review the production records with no nonconformance, deviation or rework activities. The retained sample of this batch is taken for 45psi leakage test, pull strength test between the extension tubing and the pp connector. No leakage is found, and the pull strength between the extension tubing and the pp connector meets the product specifications. Please see the attached test reports. In the process of product assembly, the gripping jaw wear or poor alignment may cause damage to the extension tubing in this part. During the use of the product, external force will also cause damage to this part of the product. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals about this batch of products. The returned photo shows the leakage at the joint between the extension tubing and the pp connector. As the specific damage status of the complained sample cannot be confirmed and the usage is unknown, the root cause of the leakage cannot be determined. The palnt will continue to pay attention to such defects.

Event description:
No additional information provided.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 22gax1.00in ss prn slm npvc leaked the following information was provided by the initial reporter; during the patient's infusion of compound sodium chloride injection, fluid leaked from the y tube of the indwelling needle. The needle was removed and punctured with the indwelling needle again.